Manufacturer narrative:
(B)(4). Batch #t5ef83. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported by the sales rep that during a laparoscopic appendectomy, the doctor fired the stapler and only the top portion of the staples deployed, but the bottom portion didn't deploy. It was not reported which side was the patient side and which was the specimen side. A second like stapler was used to complete the procedure. There were no patient consequences reported.